Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area".

Event description:
Patient reported experiencing right side "a lump or thickening in or near the breast or in the underarm area." The device have been explanted and replaced.